Event description:
In september 2001, the radiologist was using the needle for a bone biopsy of t-6. The bone cortex was very hard, so the physician had to pound the needle in. Some time later, in 2003, the pt had an MRI scan for another reason and it was noted that a piece of the needle remained in the pt's vertebrae. At the time of the initial procedure, it was not noted that any portion of the needle was not removed from the pt. The pt has not sustained any adverse effect from this event at this time.